Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained air alarm. The home patient sees no leaks and all unused clamps were closed. The home patient already cycled power. The technical service representative stated that all new supplies were needed. The technical service representative had the home patient cycle power again to get the homechoice back to the start. The home patient will start over tomorrow. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.